Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that pb980 ventilator failed the extended self test with message "mix accumulator pressure out of range". The device was available for evaluation. The service personnel (sp) inspected the ventilator in a failed est state and had a power on self test (post) diagnostic code, therefore sp replaced inspiratory flow module printed circuit board assembly (ifm pcba). Additionally, while updating the software, the download failed so sp replaced breath delivery unit central processing unit printed circuit board assembly (bdu cpu pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bdu cpu pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One ifm pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The ifm pcba was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and failed power on self test with diagnostic code. The fault was isolated to mix accumulator pressure sensor (ps4) on the ifm pcba. If a ps4 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation or loss of ventilation. The cause of the event was isolated to faulty ps4 on ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pb980 ventilator failed the extended self test with message "mix accumulator pressure out of range".  The ventilator was not in use on a patient at the time of the reported event.